Event description:
It was reported that during a follow-up appointment high ventricular pacing impedance was observed (>2000 ohms) and that defibrillation impedance was unavailable. The device was explanted and no patient complications were reported as a result of this event.